Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Customer returned device for alleged rewind anomaly, insulin flow block alarms, unresponsive keypad, and cosmetic damage at the retainer ring/reservoir compartment found on september 16, 2022. Device passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, and active current test. No rewind alarm/alert/anomalies noted during testing. No unexpected insulin flow blocked alarms noted during testing. No keypad anomalies noted during testing. No stuck button alarms noted during testing. No rewind related alarms noted in device alarm history screen noted on event date. The motor was tested outside of the device and passed. Device successfully downloaded to thus. No insulin flow block alarms listed in history file on event date. All buttons were tested individually for their functionality; no damage to keypad traces and j1 connector on electrical board 1 was not unlocked during visual inspection. Device passes keypad voltage test. Test p-cap and reservoir locked properly into reservoir compartment during testing. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: pillowing keypad overlay. No rewind anomalies noted during analysis, rewind anomaly not confirmed. No insulin flow block alarms noted during analysis, no delivery not confirmed. No keypad anomalies noted during analysis, unresponsive keypad not confirmed. Cosmetic damage at retainer ring/reservoir compartment was not confirmed, however, other cosmetic damage was noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was retuned for analysis.

Event description:
Information received by medtronic indicated that the insulin pump had scratches and during rewind takes longer. Customer stated that the reservoir did not quite line up correct with the compartment. The insulin pump alarmed no delivery alarm and the insulin pump buttons were sticky and did not respond sometimes. No harm requiring medical intervention was reported. Troubleshooting was performed. The device will not be returned for the analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.